Event description:
It was reported that an alert was received via merlin.net showing that the device was in back-up vvi mode. The patient was brought into the clinic. A device code download was performed successfully. Device remains implanted.